Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. A photograph of the defective laser fiber was provided by the user. Examination of the photograph showed the fiber was cracked/flawed along the fiber shaft. The customers reported complaint of a broken fiber is confirmed based on the provided photographic evidence. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was cracked/fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.